Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new user was unable to view the patient due to a login issue. A technical support specialist assisted and provided access to the new user. The system functioned as intended after a technical support specialist troubleshot the device. E1. Initial reporter zip (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es server had an issue where the new user was not able to view the patients. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.